Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.